Event description:
The service report shows the customer alleged the audible alarm failed to activate. The nellcor puritan-bennett customer support engineer (npb cse) verified the alarm failure. The npb cse inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.